Event description:
Two (2) discordant falsely depressed vancomycin (vanc) results were obtained on a patient sample on a dimension vista® 500 intelligent lab system. One (1) falsely depressed result was reported and was questioned by the pharmacist as being too low. The same sample was reprocessed on the same instrument and an alternate dimension vista® 500 system. Higher vanc results, considered correct, were obtained. The higher reprocessed result from the alternate instrument was reported to the physician(s)/pharmacist. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vanc results.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two (2) falsely depressed vancomycin (vanc) results obtained on a patient sample on a dimension vista® 500 intelligent lab system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. Hsc reviewed the information provided by the customer and the instrument data. The method calibration was reviewed and was within conformance. Quality control (qc) was within range and no issues were noted with other patient samples indicating that the dimension vista® 500 and vanc assay were performing acceptably. No process errors were identified at the time of sample processing. The cause of the event is unknown. A potential product issue has not been identified. The system is fully operational. The device is performing within specifications. No further evaluation is required.